Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.00mm / 2.0cm / 90cm pcb 2cm balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres for 30 second. The device was removed without any problem, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.